Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 450cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the doctor. As a result, patient had the device removed and replaced with mentor decice, catalog number 3502500 serial number (B)(4) on (B)(6) 2018

Manufacturer narrative:
Updated evaluation: during visual evaluation the device appeared intact, no anomalies were noted. During leak test a tear was observed on the anterior view. Microscope examination was performed, however no evidence of instrument damage was detected. The area was also analyzed with a scanning electron microscope (sem) to identify the damage, the tear measured 0.07 cm and appears to be mechanical damage caused by stress on the surface of the implant. The device appears uniform without material imperfections in the area analyzed. The failure was identified to be mechanical damaged caused by stress to the implant shell produced by an external object. Mentor determined that the specific failure mode was not caused by any issue in manufacturing. Deflation is a known complication associated with mammary prostheses. It is possible that the damage observed on the sample was the result of stress prior to, or during surgery. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2018, additional information indicated that the device lot is not what was reported previously as 7595316, in this report after receiving the device and analyzing it, it appears the lot is 7393651. On 9/28/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, pe observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring less than 0.1 cm in length. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, new report indicated that the explantation date was on (B)(6) 2018. The serial number of the device is (B)(4), and the lot number is 7595316. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).